Manufacturer narrative:
The investigation of access site bleeding and optical signal issue has been completed. The product was not returned. Log review showed "placement signal (ps) low" alarms only from (B)(6) 2025, not on the reported day 1/26/2025. There was a downward trend in ps starting around (B)(6) 2025. On (B)(6) 2025, the ps dropped ~50 mmhg over 30 minutes before drifting below 0 mmhg within the next 5 hours. The ps ultimately went out of range. Signal not reliable (snr) and contrast trended downward with the ps. The rest of the 5s parameters were unaffected. A placement signal not reliable (psnr) alarm triggered when the ps went out of range. The optical signal issue was reported 6 days into the case, which is within the intended design life of 60 days per design traceability matrix. The root cause of the optical signal issue was most likely sensor silicone wear since the ps downward trend matches the known data log pattern for sensor wear. The root cause of the access site bleeding was not determined since insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) while waiting to bridge to a left ventricular assist device (lvad). Approximately 13 days after start of the support, oozing from the impella access site was noted and heparin was discontinued. Additionally, on this day an optical malfunctioned occurred. There was a false placement signal low alarm. The placement signal appeared to have drifted. The impella 5.5 device was exchanged with a new impella catheter using the existing graft at the right axillary and the patient's mcs continued while waiting for the bridge to a lvad.